Event description:
The expiration date and lot number, printed on the strip vial, had rubbed off. Patient was able to retrieve the missing information from the strip box. No patient injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.